Event description:
It was reported that the 3gar-cg power chair has no power coming from it. Provider stated upon investigation of the chair he found the latch on the retainer clip for the battery box was not engaging. Therefore, the battery box had play to move back and forth. Without a stable connection, the chair would not power on. Provider states the consumer uses an easy lock system for his vehicle which may have cause this retainer to become loose over time.

Manufacturer narrative:
We have been requested by FDA to resubmit this submission as there were processing issues on fdas end. We have received back the ack 1, however; did not receive the ack 2 or 3. The report was due on 07/21/14 and was submitted on time.